Manufacturer narrative:
Concomitant product: medtronic lead.

Event description:
It was reported that two days post implant the patient developed increased swelling and hematoma at the implant site. The pocket was revised and the hematoma was evacuated. An absorbable antibacterial envelope was implanted and the implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.